Manufacturer narrative:
On (B)(6) 2017, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and walked the customer through cleaning the large syringe lead screw which corrected the issue. Since the instrument was functioning as intended, no additional activities by field service were required. The most probable cause of the reported event was due to a dirty large syringe lead screw. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported 706 large syringe error with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.